Manufacturer narrative:
A follow up report will be submitted after the device has been received by philips for evaluation.

Event description:
It was reported to philips through a medwatch ((B)(4)) that the heartstart mrx defibrillator monitor malfunctioned at patient bedside during transport. There was no negative patient impact.